Event description:
Patient representative reported right side "various complaints" and pain. Patient representative later reported right side rupture, capsular contracture baker grade unknown and mild chronic fibrosed inflammation. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect - impact code: f2201 health effect - impact code: f2203 a review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.